Event description:
It was reported that the patient had a battery revision on (B)(6)-2012 because the battery had "migrated really low and was painful to the patient". No malfunction of the neurostimulator was reported. The revision replaced the ins with a smaller unit and moved the device higher on the body. The patient was reported to be "doing well post-operatively" and was receiving effective therapy.

Manufacturer narrative:
Product ID 3777-60, serial# (B)(4), implanted: 2009-(B)(6), product type lead, product ID 3708120, serial# (B)(4), implanted: 2012-(B)(6), product type extension, product ID 3550-29, lot# n321204, implanted: 2012-(B)(6), product type accessory. (B)(4).